Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of returned product revealed that the device showed no evidence or defects that could have contributed to the reported event; consequently, not confirming the reported complaint.

Event description:
The intellanav stablepoint catheter was selected for use during the procedure. It was reported that when unpacking an ablation catheter, an issue occurred during the flushing process. During flushing with saline solution, air remained trapped in the flush port of the ablation catheter. Despite multiple attempts at tapping and flushing, the air did not clear. The issue was resolved by replacing the catheter. The procedure was completed successfully without patient complications. The device will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint catheter was selected for use during the procedure. It was reported that when unpacking an ablation catheter, an issue occurred during the flushing process. During flushing with saline solution, air remained trapped in the flush port of the ablation catheter. Despite multiple attempts at tapping and flushing, the air did not clear. The issue was resolved by replacing the catheter. The procedure was completed successfully without patient complications. The device will be returned for analysis.